Event description:
A surgeon reported a pt who experienced an unexpected postoperative cylinder following intraocular lens (iol) implant surgery. Additional info was received from the surgeon who reported that mild pco (posterior capsular opacification) was noted approximately two weeks after the initial surgery. Eventually, the lens was exchanged for a different model lens. The surgeon reported the pt is doing well and was given a prescription for glasses. In the surgeon's opinion, it is unk if the lens caused/contributed to the event. The info provided by the surgeon indicated that an unapproved viscoelastic was used.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Info provided indicated use of an approved cartridge and handpiece. One of the viscoelastic solutions indicated is not approved for the cartridge/handpiece combination. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional info was requested and received. (B)(4).